Event description:
It was alleged that the device was having temperature overshoot and alarm issues. It was alleged that the patient temperature got down to 33c within 2 hours of therapy and then went past 33c to 31.6c. It was then alleged that the temperature was left at 33c and 30 minutes later the patient temperature was back up to 32.5c. The temperature then reached 32.7c and then dropped down to 31.8c and then to 30.8c within 90 minutes.

Manufacturer narrative:
Supplemental submitted to include UDI.

Event description:
It was alleged that the device was having temperature overshoot and alarm issues. It was alleged that the patient temperature got down to 33c within 2 hours of therapy and then went past 33c to 31.6c. It was then alleged that the temperature was left at 33c and 30 minutes later the patient temperature was back up to 32.5c. The temperature then reached 32.7c and then dropped down to 31.8c and then to 30.8c within 90 minutes.

Manufacturer narrative:
The device met specifications at the time of evaluation as the product was confirmed to be functioning to specification.

Event description:
It was alleged that the device was having temperature overshoot and alarm issues. It was alleged that the patient temperature got down to 33c within 2 hours of therapy and then went past 33c to 31.6c. It was then alleged that the temperature was left at 33c and 30 minutes later the patient temperature was back up to 32.5c. The temperature then reached 32.7c and then dropped down to 31.8c and then to 30.8c within 90 minutes.